Manufacturer narrative:
The insulin pump was received with a blank display due to a broken solder joint. No moisture damage was found.

Event description:
The customer reported a blank display after dropping the insulin pump in the sink. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.